Event description:
The following has been reported by customer: pump originally came into shop because it would "never turn off, beeping sound". Pump turns off, but immediately turns back on and beeps, as note said.most likely an issue with the keypad. Disassembled pump to replace top cover with keypad and reassembled again.pump turns off and on normally, all keys work as expected.pump is within 8 months from maintenance date, so performing pm early: main battery, rfid tag battery, and membrane replaced: 12/24/2024 verified latest software versions, and configurations for pump.performed all calibrations & all pm tests successfully. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the upper case with the keypad has been changed that solved the issue. Despite several requests for device/parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a defective keypad but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal